Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of a reprocessing issue was confirmed. A leak was observed from the instrument channel. The objective and light guide lens were found chipped and the glue was peeling. The instruction manual states the following; ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Otherwise, the biopsy valve or instrument channel may be damaged." Based on similar reported complaints, the most likely cause of the reported event can be attributed to user handling or technique. No further information was reported.

Event description:
The customer reported to olympus that incorrect reprocessing occurred. The sheath failed while processing. There was no patient involvement.